Event description:
Boston scientific received information that there were difficulties experienced with the right atrial (ra) setscrew of this cardiac resynchronization therapy defibrillator (crt-d) during a replacement procedure. Additional information received from the local area sales representative indicated that the physician had forgotten to unscrew one of the setscrews. Once this was discovered, the setscrew was successfully loosened and the device was explanted. To date, there have been no adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.